Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. On one occasion the occlusion alarm occurred during a bolus delivery. The customer then changed their supplies to address the occlusion; however, the occlusion alarms recurred. The customer reported blood glucose levels between 140-220 (mg/dl). During troubleshooting for the most recent occlusion, drops were not observed during the fill tubing step. Reportedly, the cartridge uses novolog and had been in use for 6-7 days. The customer was reminded that novolog is indicated for use for up to 72 hours. The customer declined to complete the remained troubleshooting steps with tandem technical support.